Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Webster coronary sinus with auto ID catheter, model #: d-1353-03-s, lot #: 17322013m. (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter (afl) procedure with an ez steer thermocool sf navigational catheter and became asystolic requiring cardiopulmonary resuscitation. During the procedure (phase unknown), the patient experienced respiratory distress and a heart block occurred. CPR was initiated, the patient was intubated, stabilized, and transferred to the ICU for recovery. It was noted that the patient had a medical history of low ejection fraction that may have contributed to this event. The patient did require extended hospitalization in the intensive care unit for an unknown amount of time. The patient was reported to be in improved condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that it was due to patient's condition. There was no complaint of product malfunction. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a 78 year old male patient underwent an atrial flutter (afl) procedure with an ez steer thermocool sf navigational catheter and became asystolic requiring cardiopulmonary resuscitation. During the procedure (phase unknown), the patient experienced respiratory distress and a heart block occurred. CPR was initiated, the patient was intubated, stabilized, and transferred to the ICU for recovery. It was noted that the patient had a medical history of low ejection fraction that may have contributed to this event. The patient did require extended hospitalization in the intensive care unit for an unknown amount of time. The patient was reported to be in improved condition at the time the complaint was reported. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac arrest remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The customer complaint cannot be confirmed. The root cause does not appear to be manufactured related.